Event description:
The customer reported that an e2515h monopolar pencil was in use during a procedure to the patient's head. The pencil ignited the oxygen being administered to patient. The patient's face, neck and upper chest, and the surgical mask and drapes were burned. The site will not reveal the degree of burn, but stated the patient is doing fine now.

Manufacturer narrative:
(B)(4). To date, the incident sample has not received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.